Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system and as a result ipg would no longer communicate with external devices. In turn, the patient programmer displayed an error message indicating the ipg as inoperable. Follow-up identified surgical intervention may be undertaken after the patient is granted cardiac clearance.